Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via e-mail that an revision took place due to a failed arthrex mgs baseplate revised to thornier. The revision took place at (B)(6) orthopedic institute, arthrex account # (B)(4) on (B)(6) 2021. The surgeon stated the bio sync ingrowth being inadequate as reason for failure of the device and the inferior peripheral screw had sheared into two separate pieces. Image of the explanted device is attached. Additional information requested.

Manufacturer narrative:
Complaint confirmed via picture, the device was explanted, however the device was not returned and the cause could not be investigated. No pictures of the broken screws were provided.